Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The scope was removed from use after the first positive test result. The scope was then reprocessed and tested again. The customer suspected there was something post processing causing the contamination and they were looking for a source. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
No cleaning, sterilization, and disinfection information was available from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.